Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was confirmed. The cause of the issue was identified to be a defective downstream occlusion (dso) sensor. The dso sensor was replaced to address this issue.

Event description:
It was reported that the pump does not recognize the cassette. Per reporter, the issue occurred during preparation for use at the hospital. There was no patient involvement.